Event description:
Lead inserted in ventricle in 1990. Initial visit to office in 1999, for 6 mos, showed bipolar impedences of 483-510 ohms. Previous follow-up at another office in 1998 measured 493 ohms. Today's bipolar impedences measure 264-271 ohms. Will replace the lead as it shows signs of bipolar insulation failure.